Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an urgent low blood glucose while using the ilet during the first week, with continuous glucose monitoring trending down overnight and reaching a nadir of 43, and the user self-treated with oral rapid-acting carbohydrates including juice and a chocolate bar. Symptoms included hypoglycemia with diaphoresis, shaking/tremors, and nausea. Outcomes included the need for unexpected medical intervention in the form of medication, defined here as oral glucose intake. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.